Event description:
Hospital reported to sales consultant: facility received order (B)(4), ordered on (B)(4) 2012. Over the last few months the instruments appear to be corroding. It is not known what cleaning/sterilizing procedure was used on these instruments or how often. No patient involvement. This is 11 of 14 reports for this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A manufacturing evaluation was conducted and the report indicates that greatbatch medical manufactured the hohmann retractor 22mm wide tip 250mm aluminum pn 03.100.119, lot 6807598. Due to an unknown cause, the hohmann retractor 22mm wide tip 250mm aluminum appears to be corroding. No unusual wear or cosmetic damage was noted on the part. Based upon the cofc from greatbatch medical and incoming inspection, this lot was previously accepted and conforms to specifications. A review of synthes device history records revealed the product conformed to all requirements.

Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.